Event description:
Per the clinic, the patient experienced chronic cellulitis at the abutment site, and was treated with topical antibiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under a general anesthetic on (B)(6) 2021, in order to remove the abutment and place a cover screw. The implanted device remains.